Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-70 serial#: (B)(4) description: infinion cx 70 cm lead the explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain in the ribs due to stimulation. It was noted that the left lead was too ventral. The patient underwent a revision procedure wherein the left lead was explanted. No device malfunction was suspected. The patient was doing well postoperatively.